Manufacturer narrative:
Additional devices implanted and involved in this event: pxc181200/7855225 and pxa230300/7812977. (B)(4). The review of the manufacturing and sterilization paperwork verified that the lots met all pre-release specifications. The root cause of the infection could not be determined with the information provided. Attempts were made to obtain additional information on this event, however per discussion with the physician no additional information will be provided.

Event description:
On (B)(6) 2010, the patient underwent treatment of a 6.4 cm abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. On an unknown date, follow-up imaging revealed infection of the devices. On (B)(6) 2015, an open procedure was performed whereby the three gore® excluder® aaa endoprostheses were explanted, and an axillo-bi-femoral bypass was performed for surgical revascularization. The patient tolerated the explant procedure.